Event description:
Technician alleged that the brakes would engage on left side of bed but not fully engage on right side causing the brake caster to swivel while in brake mode. No pt impact.

Manufacturer narrative:
The technician found the brake steer linkage was loose on the right side. The technician tightened the loose brake steer linkage to resolve the issue.